Event description:
Boston scientific received information that during a routine follow up this left ventricular (lv) lead was observed to have been dislodged. A revision procedure was performed and the was replaced and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific; therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.